Manufacturer narrative:
The customer¿s report of an unspecified tubing failure was confirmed. Visual inspection of the set noted the spin lock assembly was cracked. Examination under magnification observed the crack was along the length of the collar (cavity 45) and approximately opposite the collar's injection gate. No other obvious damages or issues were observed on the rest of the set's components. The set's male luer was attempted to be mated to a lab mating component. It was observed that the male luer collar was not able to be securely engaged onto the lab mating component. Pressure testing resulted in no leaking. The root cause was not identified.

Event description:
It was reported that there was an unspecified tubing problem on the 8wt bmt unit . Although requested, no additional information about medication/fluid, event, or patient demographics provided except there was no patient harm.